Event description:
It was reported that a pta balloon dilatation catheter was used to declot an av shunt in the left lower arm. The balloon was inflated, pulled out and refolded twice over several areas of stenosis. After the third inflation the balloon allegedly got stuck and had to be removed with the sheath as one unit. The sheath was 6f with an .035 guidewire. The inflation device was a 3cc syringe. Another balloon was used to complete the procedure. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was received for evaluation. The balloon was returned inside the introducer sheath and was sticking out of the tip of the sheath by approximately 6 mm. Patency was checked using a 0.035 guide wire and it passed. The tip at the distal end of the introducer sheath was flared, and at the proximal end near the hub was accordioned, indicating that excessive force was used while retracting the balloon through the sheath. It appeared as if the balloon was not fully deflated before withdrawal causing the bunching at the distal end and the inability to retract it through the sheath. However, this cannot be confirmed. The balloon was pushed out of the sheath distally and was inflated and deflated with no issues. After deflation, an attempt was made to retract the balloon back from the introducer sheath. This attempt was unsuccessful due to the condition of the balloon and the introducer sheath. The investigation was confirmed for failure to retract. Root cause was unknown. The current IFU (instruction for use) for this device states: precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guide wire/introducer sheath as a single unit. Use the cq catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guide wire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.